Event description:
It was reported that an acdf was being performed. After successfully implanting the plate and the 4 bone screws, the surgeon was inserting the final locking mechanism and tightening the threaded section. As the surgeon tightened it, the threaded section broke away from the locking plate. The surgeon had to remove the other locking mechanism, the 4 screws, and the cervical plate. The surgeon then had to implant a new plate, 4 screws, and 2 locking plates. The surgery ended successfully, without any further delay and without any injury to the patient.

Manufacturer narrative:
Catalog#: 48805000a. Lot#: m-60890. Visual analysis, material analysis, device history review, complaint history review, risk assessment. The customer reported event was confirmed via visual inspection of the returned device. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Material analysis was performed and found that the examined fracture surface exhibited torsional ductile overload consistent with the reported event. The elemental composition was found to be consistent with the material listed on the print. No material or manufacturing defects were found. The most likely cause of the reported event was excessive torsional force applied to the locking screw during insertion as evidenced by the materials analysis performed.

Event description:
It was reported that an acdf was being performed. After successfully implanting the plate and the 4 bone screws, the surgeon was inserting the final locking mechanism and tightening the threaded section. As the surgeon tightened it, the threaded section broke away from the locking plate. The surgeon had to remove the other locking mechanism, the 4 screws, and the cervical plate. The surgeon then had to implant a new plate, 4 screws, and 2 locking plates. The surgery ended successfully, without any further delay and without any injury to the patient.